Event description:
It was reported that the patient received therapy due to oversensing on the ventricular. The oversensed event was thought to be a far-p signal. A change in capture thresholds was observed. X-ray was recommended for lead position. The max sensitivity was increased to cover up the far-p signal. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.